Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with battery out limit alarm. The customer states they tried to replace the battery but the issue remains. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer is being sent replacement battery cap. The customer was advised the pump would have to be replaced and returned for analysis.